Event description:
It was reported that the procedure was to treat the carotid artery. The emboshield nav6 embolic protection system (eps) could not cross the lesion due to the anatomy and upon removal the wire of the system was noted to be unraveled [core broken, coils stretched]. The entire system was withdrawn and a non-abbott filter device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils and break were confirmed. The reported difficulty advancing could not be confirmed as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. It is likely that during the failed attempt to advance, the barewire tip became entrapped in the lesion site resulting in stretched tip coils and break/separation of the barewire core during removal. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis identified the tip was separated and not returned. The account was not aware of the separation. No additional information was provided.